Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ pen needle 30g x 8mm had mixed products in packaging. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ pen needle 30g x 8mm had mixed products in packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: three photos of a 32g x 4mm pen needle polybag from lot. No. 6348600 and one loose pen needle sample from lot. No. 6327527 were returned for analysis. Visual examination was carried out and it was observed that one 30g pen needle sample from lot. No. 6327527 was mixed in a 32g x 4mm pen needle polybag from lot. No. 6348600. Visual examination was carried out and it was observed that one 30g pen needle sample from lot. No. 6327527 was mixed in a 32g x 4mm pen needle polybag from lot. No. 6348600. A lot history review was carried out and one related non conformance was raised in association with lot. No. 6348600. Lot. No. 6348600 was manufactured on line 14, january 18th to 22nd, 2017 and packaged on line 667 january 29th to february 04th, 2017. Lot. No. 6327527 was manufactured on line 1 january 22th to 25th 2017 and packaged on line 655 january 30th, 2017. On investigation a product spill occurred beside the (B)(6) work in progress (wip) storage area. Pen needles from lot. No. 6327527 were spilled in the area adjacent to storage of pallets of lot. No. 6348600. The effected product from the spill was cleared and scrapped in the area where the spill occurred however the adjacent pallets of lot. No, 6348600 were not inspected for rogue parts. Product for (B)(6) packaging is packed into plastic totes with a lid which seals the tote. This prevents ingress of pen needles into the tote. During loading of lot. No. 6348600 in (B)(6) packaging area the operator identified five pen needles from lot. No. 6327527 on pallets of lot. No. 6348600 queued up to be packed. The loose pen needles were found between totes on the pallets. A full inspection was carried out of all pallets and no further defects were identified. The most probable root cause for the spill was due to incorrect stacking of the totes on the pallet and when the pallet was moved the tote fell over, thereby exposing product. On inspection of the totes of lot. No. 6348600 a loose pen needle was inadvertently trapped between totes and was loaded into the good product chute which feeds the packaging machine. On investigation a product spill occurred beside the (B)(6) work in progress (wip) storage area. Pen needles from lot. No. 6327527 were spilled in the area adjacent to storage of pallets of lot. No. 6348600. The effected product from the spill was cleared and scrapped in the area where the spill occurred however the adjacent pallets of lot. No, 6348600 were not inspected for rogue parts. Product for (B)(6) packaging is packed into plastic totes with a lid which seals the tote. This prevents ingress of pen needles into the tote. During loading of lot. No. 6348600 in (B)(6) packaging area the operator identified five pen needles from lot. No. 6327527 on pallets of lot. No. 6348600 queued up to be packed. The loose pen needles were found between totes on the pallets. A full inspection was carried out of all pallets and no further defects were identified. The most probable root cause for the spill was due to incorrect stacking of the totes on the pallet and when the pallet was moved the tote fell over, thereby exposing product. On inspection of the totes of lot. No. 6348600 a loose pen needle was inadvertently trapped between totes and was loaded into the good product chute which feeds the packaging machine.